Event description:
It was reported that: the ventilator stopped during his use and also the screen turned gray. The nurse reported that they didn't realise if there was an alarm event. The patient was in a critical state and ended up dying. Presently, the device is out of service in the hospital.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the follow up report.